Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the device was examined and found a bend at the strain relief as well as traces of blood at various locations of the device. The catheter appeared to have matter stuck within the lumen. Testing/findings: a syringe from the lab was attached to the distal balloon manifold and attempted to administer air pressure. The plunger was squeezed, but was unable to advance the plunger completely (possible occlusion). The device was soaked in water mixed with a klenzyme solution for 24 hours in attempts to dissolve any matter that may be contributing to an occlusion. Air pressure was attempted again to be applied to the distal balloon manifold, however was unsuccessful. The distal balloon was submerged in red dye and longitudinal tear marks were observed.

Event description:
The physician was inflating the balloon when it ruptured. No injury to patient reported. Per the procedure notes from the case, received (B)(4) 2014, a venogram confirmed thrombosis of the popliteal vein and the outflow femoral vein to the level of the groin. The trellis was advanced into the femoral vein. The device was activated for 10 minutes after balloons on both limbs were inflated. At each minutes 1 cc of thrombolytic agent was instilled into the catheter. After 10 minutes the entire solution was aspirated and the balloons were deflated. The device was then repositioned more distally in the region of the popliteal vein and a similar process was repeated. A total of 10mg of tissue plasminogen activator was injected and ultimately aspirated during the procedure. Injection at this point showed nearly complete resolution of clot within the femoral vein but residual clot in the popliteal vein and calf veins. The patient will proceed with overnight thrombolytic drip and return in 24 hours for follow up venography.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available.